Manufacturer narrative:
Fx4510swc, lot#: j11pb350s manufacture date was corrected.

Event description:
The doctor reported, that the implant was removed, due to osseointegration failure. Approximately (B)(6) months after initial implant placement. Bone quality around the area was type 2. And oral hygiene around the implant was moderate. During the surgery, bone resorption was observed. Patient has since recovered.

Event description:
The doctor reported that the implant was removed due to osseointegration failure approximately 11 months after initial implant placement. Bone quality around the area was type 2, and oral hygiene around the implant was moderate. During the surgery, bone resorption was observed. Patient has since recovered.